Event description:
Mentor smooth memory gel implants implanted in 2008. Symptoms started of muscle aches and pains, joint pain, memory problems, acute migraines, rashes, hair loss, swelling, fatigue, kidney damage, breathing problems, breast and chest burning pain. FDA safety report ID# (B)(4).